Event description:
Resistance was felt during introduction of a 28mm no tip enterprise (enf452800/10233425) into the prowler select plus microcatheter hub and during advancement through the microcatheter. Also, the stent came off/became disjointed from the delivery wire or had moved out of its proper position on the stent delivery wire in the microcatheter during readvancement. A stent coil of an acom aneurysm was attempted using a 28mm no tip enterprise. After hubbing out the introducer in the microcatheter hub, the stent was advanced and there was resistance felt. The hub was looked at and the introducer was in the correct place and the stent had passed into the microcatheter already. The microcatheter was inspected and no visible signs of kinks or damage were observed. The doctor then pulled back the stent delivery wire about 5-7cm and then began advancing again. The stent seemed to move effortlessly at this point. However, it was noticed angiographically that the the stent came off/became disjointed from the delivery wire or had moved out of its proper position on the stent delivery wire in the micro-catheter. The physician removed the prowler select plus with the stent in it. He then started over and successfully placed a 28mm enterprise. The patient is doing fine and the case concluded with good results. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The same microcatheter was used to complete the procedure. An adequate continuous flush was maintained through the microcatheter. The device did not move out forward out of the introducer during insertion through the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torquing required prior to introduction of this device.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus microcatheter (details unknown); new stent (details unknown); cnv coils (details unknown).

Manufacturer narrative:
Resistance was felt during introduction of a 28mm no tip enterprise vrd system (enf452800/10233425) into the prowler select plus microcatheter (mc) hub and during advancement through the mc. Also, the stent came off/became disjointed from the delivery wire or had moved out of its proper position on the stent delivery wire in the microcatheter during re-advancement. The mc was removed with the stent in it and the same mc was used to complete the procedure with successful placement of another 28m enterprise. The patient is doing fine and case concluded with a good result. The procedure was a stent assisted coiling of an anterior communicating artery (acom) aneurysm. There was no difficulty tracking the mc to the target site or excessive manipulation/torquing required prior to introduction of this device. An adequate continuous flush was maintained through the microcatheter. After hubbing out the introducer in the mc hub, the stent was advanced and there was resistance felt. The hub was looked at and the introducer was in the correct place and the stent had already passed into the mc. The device did not move out forward out of the introducer during insertion through the y-connector or in the hub. The mc was inspected and no visible signs of kinks or damage were observed. The stent delivery wire was then pulled back about 5-7cm and then began advancing again. The stent seemed to move effortlessly at this point. However, it was noticed angiographically that the stent came off/became disjointed from the delivery wire or had moved out of its proper position on the stent delivery wire in the mc. The prowler select plus mc was removed with the stent in it. The process was then started over and another 28mm enterprise was successfully placed. The patient is doing fine and the case concluded with good results. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. It was reported that the device will not be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10233425. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the reported information and without the return of the device for analysis no conclusion can be made regarding the reported difficulty encountered during advancement of the enterprise vrd. With review of the device history records and inspections there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.